Event description:
The user facility reported that at the start of a therapeutic laparoscopic hysterectomy procedure, the user observed the tip of the sonosurg scissors break and fall inside the patient. The broken piece was successfully retrieved with the use of an unknown model of grasper. The procedure was completed with a non-olympus probe. There was no patient injury reported.

Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. The evaluation confirmed that the distal tip of the sonosurg scissors was broken off. The distal end of the scissor's exterior surface was noted to exhibit discoloration on surfaces near the fracture junction. The cause of the user's experience cannot conclusively be determined at this time. The device has been forwarded to the original equipment manufacturer for further analysis. If further significant additional info is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.